Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, once the balloon was inserted into the scope and the inflation accessory was attached, the balloon would not inflate. There was a hole in the balloon. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.